Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving morphine 5 mg/ml at 1.5 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. A motor stall was seen at initial interrogation. The patient did not recently have a MRI. The patient was in sudden withdrawal and when the patient went in for a refill day, the healthcare professional noted a motor stall. The healthcare professional ruled out magnetic influence and reviewed they are replacing the pump. The event date was reported as (B)(6) 2016. No troubleshooting was performed related to the motor stall. The cause of the motor stall was not determined. It was noted that the patient previously had a lot of different things in the pump like prialt. Additional information was received reported the patient was doing good after the pump replacement.

Manufacturer narrative:
The pump (B)(4) was returned for analysis. Analysis of the pump found gear train anomalies of corrosion, wear or lubrication and stall due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.